Event description:
The first stent was placed in the patient and when the guide wire was pulled out, the tip remained inside the patient instead of coming out like was supposed to. Tip was retrieved out of the patient and sent to risk management.